Manufacturer narrative:
Findings: unit received with unresponsive buttons due to unlocked j2 lcd connector. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 185 mg/dl. The customer stated the up and down arrow will not navigate and buttons will not respond to his key pushes. The customer stated that the device was dropped before a couple of times but was not recently. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.